Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported her scs ipg as inoperable. Reportedly, the device was unable to communicate with any external devices and the patient programmer displayed an error message. In turn, the patient stated the last time she recharged or felt stimulation was months ago. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with a different model.